Event description:
It was reported that the endoscope sheath ceramic tip was fractured. The issue occurred during set up. There were no reports of patient harm. Ceramic tip is fractured.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.